Event description:
Info received that indicated the caster was not holding. No injury reported.

Manufacturer narrative:
Bed located in hallway. Tech found the caster was not holding, when brakes were applied. Isolated the problem to bad caster. Replaced the caster to resolve this issue.